Event description:
Customer reported that the buttons in the device are not responding. Customer stated he received an unexpected restart alarm after changing the battery and he is not able to clear it. Blood glucose value is 138 mg/dl. Customer stated the device was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Customer stated it was not exposed to any moisture. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.